Event description:
It was reported that guidewire tip detachment occurred. The 50%, 150x3 mm, de novo stenosed target lesion containing a <=45 degree bend was located in a moderately tortuous and mildly calcified anterior tibial artery. Following the advancement of a 5fr super sheath, a 300cm v-14¿ controlwire® guidewire was advanced to the target lesion with some difficulties. Subsequently, a 0.014 coyote balloon was advanced to the distal part of the artery for dilatation. However, the guidewire took a "u" form. The physician then decided to remove the device in an attempt for the guidewire to have its original form, but then again the guidewire got stuck in the balloon. The physician moved forward the guidewire but the tip of the guidewire was detached inside the patient. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the distal tip was kinked and detached exposing the corewire tip; moreover the ptfe was found peeled along the wire. A dowel test was performed and no anomalies were found. The ptfe was properly attached to the guidewire. Additionally, no fractures were found on the corewire tip. All the outer diameter (ods) and guidewire overall length were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The 50%, 150x3 mm, de novo stenosed target lesion containing a <=45 degree bend was located in a moderately tortuous and mildly calcified anterior tibial artery. Following the advancement of a 5fr super sheath, a 300cm v-14 controlwire guidewire was advanced to the target lesion with some difficulties. Subsequently, a 0.014 coyote balloon was advanced to the distal part of the artery for dilatation. However, the guidewire took a "u" form. The physician then decided to remove the device in an attempt for the guidewire to have its original form, but then again the guidewire got stuck in the balloon. The physician moved forward the guidewire but the tip of the guidewire was detached inside the patient. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.